Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 10.0-10.5cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasions under the rv shock coil were noted at 3.5-3.6 and 4.0-4.4cm from the distal tip. Internal insulation abrasion under the rv shock coil was noted at 5.0-5.2cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for a lead replacement due to lead noise and insulation abrasion. There were no other electrical anomalies and no pacing inhibition. The right ventricular lead was laser extracted and replaced. The procedure was completed successfully without any adverse consequences to the patient.